Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd preset¿ eclipse¿ arterial blood collection syringe, blood was leaking past the stopper and out the bottom of the syringe. This occurred an unspecified numebr of times. No adverse impact was reported regarding the patient or user.